Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective load cells, likely due to a defective component or mishandling such as drop. No physical damage was observed on the returned autopulse platform during visual inspection. Review of the archive data indicated error message user advisory (ua) 07 on the customer reported event date. The initial functional testing of the autopulse platform could not be performed due to user advisory (ua) 07 error message displayed upon powering on. The load cells were replaced to address the user advisory (ua) 07 error. After replacing the load cells, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew was unable to clear the advisory after replacing the lifeband and reinstalling the autopulse li-ion battery. No patient involvement.